Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the power button was found stuck, confirming the reported issue due to an old version of the main switch. The software version needed upgrade. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that when using a gastrovideoscope during an esophagogastroduodenoscopy (egd), they never got an image and they had to take the patient out of the room. The procedure was never completed. The power button was stuck in the video system center and the device could not be turned off. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image of the 180-series scope disappeared because of a failure in the operational amplifier. There has since been a design change to the operational amplifier circuit design. Additionally, the damaged power switch was likely because the operating force and number of times the power switch was applied exceeded expectations. There has since been a design change to improve the resistance of the power switch.